Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up clarified that the right ventricular (rv) lead exhibited low impedance.

Manufacturer narrative:
Concomitant medical products: addr01, implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was not functioning within normal tolerances. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.